Manufacturer narrative:
Investigation: the excess fluid in the reservoir which resulted in several reservoir alarms was most likely due to a misload of the plasma remove line near the valve assembly. Based on the available information, a root cause for the misloading of the plasma remove line is unclear. However, the spectra optia system operated as intended by triggering the reservoir alarms to indicate that the system had detected excess fluid in the reservoir.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that with both the low-level reservoir sensors detected excess fluid alarms and the high-level reservoir sensor detected excess fluid alarms the system had detected excess fluid in the reservoir. The operator did confirm that the reservoir was full,which indicates that the level sensors are operating as intended and are truly detecting fluid in the reservoir. There are several other possible causes for excess fluid in the reservoir that range from an obstruction in the centrifuge, an obstruction in the remove line, incorrectly loaded tubing or an obstruction of the reservoir filter. A review of the last year of service history for this device indicated no other reports related to this issue. Root cause: user interface: misloading of the disposable tubing into the plasma valve.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated .

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure they received multiple level reservoir alarms and fluid balance alarms including 'fluid balance may be 5% more than reported' alarm. The operator noticed that the waste line was not threaded into the middle valve and was unable to thread the line into the valve. The operator ended the procedure with rinseback. No medical intervention was required for this event. The patient is reported in stable condition. The customer declined to provide the patient identifier.

Manufacturer narrative:
Investigation: per the customer, albumin in bottles were used for replacement fluid and they were vented. The customer stated that the machine displayed volume removed from the patient was 431ml and the volume of replacement fluid was 742ml. The prescribed fluid balance was 100%. The machine was checked out at the customer site by a terumo bct service technician. A full autotest and simulated use saline run were performed with no issues found. All pressure sensors were checked and found to be within manufacturer specification. Pump occlusion was tested and verified to be within manufacturer specification. Investigation is in process. A follow-up report will be provided.